Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus repair center for evaluation. In the evaluation of olympus repair center the following was confirmed; the reported phenomenon was reproduced. Corrosion found in components inside the device. The power switch of the device was an old version. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The device did not start up because the power button didn't respond. The power button was defective. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus repair center for evaluation. Olympus repair center inspected the device and confirmed the following; the front bracket of the device was corroded. The xenon lamp of the device is from a third party supplier and excessive application of heat compound was confirmed. The exact cause of the reported event could not be conclusively determined. Omsc has been shipping devices that have been redesigned to improve the damage resistance of power switches since november 26, 2013. The device in this report was manufactured before the improvement, because the device was manufactured on may 9, 2013. Therefore, there is possibility that the reported event that the power switch was defective was caused by excessive operating force and number of operations of the power switch. Omsc concluded that a broken power switch caused the power switch to become unresponsive. And corrosion of components inside the device may have been caused by the user using the device in a humid environment or leaving the device wet. Omsc determined that excessive application of heat compound was due to the user using a lamp not specified by olympus. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.